Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unknown. It is reported that the pt had moderately tortuous arteries with slight calcification. It was reported that the bifurcated stent graft was successfully deployed, however upon removal of the delivery system the pt's small and frail iliac artery was dissected. The physician elected to convert the pt to open surgical repair. No additional sequelae were reported and the pt is reported to be fine.